Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and was hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 24 mg/dl while wearing the pod; spouse also reported patient lost consciousness. Once the patient was at the hospital, they were treated with intravenous fluids containing sugar water. The patient was released from the hospital after 3-4 hours.